Event description:
On (B)(6) 2012, the pt reported that he had been having elevated blood glucose levels as high as hi on his blood glucose monitor "for a couple weeks". Symptoms included numbness, burning in stomach, he felt very sluggish and lethargic, and he had frequent urination. He did a home ketone test with results from "really high to just traces". The pt has been self-treating by bolusing via the infusion device, and when that doesn't work, insulin injections. The pt was thought to have a prostate infection and was put on cipro which he believes caused elevated blood glucose levels. He stopped taking that medication after three and a half days. On (B)(6) 2012, the pt went to the hospital because he was unable to lower his elevated blood glucose levels that were in the upper 300 mg/dl range. The pt was treated with an IV of insulin and released after his blood glucose levels lowered. The pt does not believe that there are any issues with the infusion device. He stated that he is going to switch from novalog to humalog insulin. Follow up with the pt on (B)(6) 2012 revealed that on (B)(6) 2012, he had returned to the hospital with discomfort in his stomach. He believes he may have some issue going on in his stomach causing his blood glucose levels to be elevated. He stated he may have an ulcer or gallbladder issue. The pt was treated with insulin injections at the hospital. During the follow up the pt's blood glucose level was 419 mg/dl. His target range is 100-150 mg/dl. No product was requested to be returned for evaluation.